Event description:
Customer reported the failed display on the passport monitor, which may have resulted in a loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
Customer reported the failed display on the passport monitor, which may have resulted in a loss of primary monitoring. No pt injury was reported.